Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The device history indicated that the device continued to be in use after the reported date. All data from the reported event date of (B)(6) 2012 was overwritten by the newer info. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the pt received more medication than intended. The customer contact stated at an unspecified time, the pt was admitted to the user facility "actively dying". At approximately 0930, line b of the device was programmed for piggyback delivery of morphine 20mg/40ml, at a rate of 5ml/hr, and the delivery was started. No further programming parameters were provided. At 1244, the nurse went into the pt room due to an unspecified alarm condition. At that time, the nurse noted that the medication container was empty and that the pt had expired. The device was removed from clinical service. The customer contact indicated that the physician reported the pt's cause of death was due to the stage 4 cancer. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.